Event description:
Related manufacturer report number: 1627487-2023-00015, 1627487-2023-00016. It was reported that the patient has redness around the ipg and extension site due to a suspected infection. As a result, the patient underwent surgical intervention during which the ipg and extensions were explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that an allergy test was performed and the results showed the patient is not allergic to any component in the kit.